Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital with increased lactate dehydrogenase. The patient ran out of aspirin (asa) and persantine, so was only taking coumadin. The patient's inr was at a therapeutic level. The patient was placed on heparin and integrilin gtt and ldh level decreased. The patient will be discharged home on his persantine, asa and coumadin. Pump parameters were within normal limits and no alarms were reported.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.